Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
It was reported that approximately two weeks post-operatively a mantis redux blocker at left l5 migrated. Revision surgery is not scheduled.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that approximately two weeks post-operatively a mantis redux blocker at left l5 migrated. Revision surgery is not scheduled.